Event description:
Add'l info rec'd from MFR 7/30/04: eighteen days into support of a rvad ventricle pt, the console switched into the "emergency system" operation ("eso"). The console was in full flow mode. No control panel buttons were being pressed and no console settings had been changed. The eso mode was observed by the bedside nurse. No pt issues were noted and flows were unchanged. The pt was switched over to the hospital's backup console without incident. The actual unit in question was returned to abiomed and run in the mode reported for the time involved in the complaint (18 days). The failure could not be reproduced, so it is possible that this is an insolated failure. MFR reviewed known ways that the system can enter eso mode intentionally. This can happen when a particular sequence of buttons is pushed during start up. This is not believed to have been the case in this instance, because the machine had been operating for 18 days. Another known mode involves low probabilities when multiple switches are pressed unintentionally, but again this was ruled out because it would require operator interaction and that was not the case here. A final possibility, in which the eso mode could occur without operator interaction, was identified during a recent software verification. It was being done for a new version of software to improve the left pump operation by making it more consistent with the right pump operation. During this verification it was found that in a small subset of units there might be a memory timing deficiency. It was solved by simply adding wait states to each instruction cycle and was verified and done with the software upgrade. Although there were differences in he specifics associated with the conditions as observed in the lab and this complaint, the possibility for software error was fixed as part of the above referenced software upgrade that was deployed in all field units from mid-april to june, 2004. This was reported to the agency on april 15, 2004, as part of the ab5000 circulatory support system post-approval study report.

Event description:
Abiomed 5000 console alarmed indicating emergency system on. Confirmation that right ventricular assistive device -rvad- continued to pump despite alarm signal. Staff prepared to manually hand pump the rvad if necessary, but not needed as rvad was changed to the back-up console without difficulty. Rvad flow satisfactory and pt remained hemodynamically stable throughout alarm and console change. Abiomed notified. No problem with left ventricualr assistive device. Pt's vital signs remained stable.